Event description:
The customer alleged that she received a control test result of 400 mg/dl. While troubleshooting, she performed 2 more control tests and received results of 450 and 484 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.